Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator intermittently shut down and generated error messages. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se replaced the line interface printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.